Event description:
A report was received that the patient's ipg was protruding through the skin.

Manufacturer narrative:
Additional information was received that there was no skin breakage noted. They are still working on getting the battery out of hibernation.

Event description:
A report was received that the patient's ipg was protruding through the skin.